Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose was 298 mg/dl. Customer continued to use the pump for insulin therapy.